Event description:
It was reported that during preparation of the 6.5 cm belt cuff before implantation, it was noticed that was unable to normally fill with saline or aspirate the saline out of the cuff. It appears that something is blocking the tubing were the tubing and the cuff connects. After multiple filling and aspiration attempts, it was determined that the cuff was faulty. Therefore, a new cuff was opened and prepared to implant. The procedure was successfully completed without patient complications.

Event description:
It was reported that during preparation of the 6.5 cm belt cuff before implantation, it was noticed that was unable to normally fill with saline or aspirate the saline out of the cuff. It appears that something is blocking the tubing were the tubing and the cuff connects. After multiple filling and aspiration attempts, it was determined that the cuff was faulty. Therefore, a new cuff was opened and prepared to implant. The procedure was successfully completed without patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the an ams 800 occlusive cuff was thoroughly inspected and analyzed. The cuff component was visually inspected, microscopically examined, and tested for flow. A clear "gap" was identified in the cuff. Microscopic examination identified this as a silicone blockage. The flow test identified the occlusion indicated by decreased water flow through the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a malfunction and confirmed the reported events.